Manufacturer narrative:
Based on similar investigation results, the root cause of the reported issue was traced back to a degradation of cooling coil (coil micro-hole formation) leading to refrigerant leak and water entering the refrigeration cycle damaging the compressor related to wearing. The erosion kit upgrade was already installed on the device in 2019 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue was claimed about 4 years after the upgrade which suggests that the issue is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6), united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Unit was plugged in to test it and kept blowing the mains trip. When it did stay on the compressor was very loud and sounded in distress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t did not cool despite thirty (30) minutes of running the machine. The issue occurred when the unit was in service. There was no patient injury.